Event description:
During a crown preparation employee burned his hand with handpiece. No handpiece was returned because customer was not sure which handpiece was involved in the incident. Electromatic m/c was returned and evaluated. The safe drive setting was turned off. Water leaked and shorted pcb. Description of injury: burned hand palm. Medication: no prescription/over the counter cream if needed. Follow-up: employee was followed up daily.

Manufacturer narrative:
The handpiece was presumably the cause of the burn because only the handpiece comes into direct contact with the patient. No handpiece was returned because customer was not sure which handpiece was involved in the incident. So there was no possibility to find out what was the problem with the handpiece. The controller box electromatic m/c was returned and evaluated. The safe drive setting was turned off. Minor dent on top of the plastic housing. The solenoid valve was damaged and causing a water leak and shortened the pc board. The damage could have been detected by the operator. This would have prevented consequential damage. Two points, which are described in detail in the instructions for use, should be emphasized here: 1. Check of technical conditions before treatment. 2. The usage of the safe drive function with kavo handpieces. Find enclosed the relevant passages from the instruction for use: 2.3 technical condition a damaged device or components can injure patients, users and third parties. A damaged power cable or missing protective conductor can lead to electrical shock. Use the device and components only if there is no damage on the outside. Check the power cable before use. Connect only to sockets with a protective contact that meet the respective national regulations. Check the proper working order and proper condition of product and accessories before each use. Have parts with sites of breakage or surface changes checked by the service. Safety checks may only be performed by trained service personnel. Perform a test run with the handpiece before each use. If any of the following defects on the product or accessories occurs, stop working and have the service personnel carry out repair work: malfunctions. Damage. Careless setup/installation of the product or accessories can cause injury to patients, users and third parties. Power supplies and/or cords/hoses on the floor can cause slipping or tripping. 6.6 protection function safedrive (pm/pc only) warning, use of incorrect straight and contra-angle handpieces. Risk of burn injury or overheating. Use only original kavo high-speed handpieces of the 25l, e25, m25, m05, 25lp, 25lpa, 25lpr, 25lca series or the comfortdrive motorized contraangle handpiece. Warning: deactivation of the safedrive function. Increased risk of burn injury or overheating due to defective high-speed handpieces. Kavo recommends to always activate the safedrive function during any dental treatment with high-speed handpieces or the comfortdrive. Note: the safedrive function is a monitoring function for detection of defective high-speed handpieces. Defective high-speed handpieces can heat up strongly during use due to additional friction, especially in the head region, and possibly cause burn injuries. Kavo recommends to activate the safedrive function during treatments inside the oral cavity in order to reduce the risk of burn injuries caused by defective high-speed handpieces. Note: safedrive is deactivated by default at the time of delivery. Safedrive reduces the probability and damage upon overheating of defective or poorly maintained handpieces thus minimizing the risk of burn injuries to the patient. Safedrive function: possible defects can be detected by continuous monitoring of the idling properties of the handpiece during its use. If the protective function is triggered, the safedrive initially reduces the motor speed and then stops the motor altogether if the excessive load persists. Note: safedrive works only with kavo high-speed handpieces of the 25l, e25, m25, m05, 25lp, 25lpa, 25lpr, 25lca series and the comfortdrive motorized contra-angle handpiece. Inadvertent triggering of the safedrive function cannot be excluded if handpieces made by other manufacturers are used. 6.6.2 use with the safedrive function: with regard to handpieces from third-party manufacturers, kavo recommends disabling the safedrive function as the safedrive protection function is effective only with high-speed handpieces from kavo.